Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the medtronic guidewire perforated the left ventricle (lv). Hypotension occurred and could not be recovered. The patient died due to lv perforation. It was noted that the guidewire was not inspected or shaped prior to use. During use, the guidewire was introduced into a catheter that was positioned in the ventricle. It was noted that there was no resistance felt. It was reported that the lv was thick and that the apex was very thin. Per the physician, the wire perforated at the true apex.